Event description:
Stab wound in the foot [skin laceration]; wound swelled (and hurt) [swelling]; wound (swelled) and hurt [wound complication]; I wasn't able to go without restrictions [mobility decreased]. Case description: a female consumer used an oral -b triumph professionalcare 9000 series toothbrush 1 applic, 2/day beginning on an unspecified day in 2007 and experienced a stab wound in the foot, that swelled, was painful and resulted in hospitalization. The consumer stated that on the morning of the same month, she was placing the product in its charging station when the handle fell and the metal section where the toothbrush head would be placed drilled directly into her foot resulting in a stab wound. She stated that she consulted a doctor and the wound was treated, but by the evening it was swollen and hurt. On the same day, the consumer went back to see her doctor and he admitted her to hospital due to the symptoms. The consumer stated that she was in the hospital for a week and that for the following 6 weeks, her mobility was decreased. She went on to state that her doctor had told her that her symptoms were caused by aggressive bacteria which were on the handle of the product. Medical history: allergy - none, medical history - hypertension. Concomitant medication: none. Case outcome: unknown. No further information was provided. Two months later, consumer relations contacted the consumer. The consumer stated that her foot had still not completely healed. She also stated that her symptoms were treated with antiseptic medicine, bandage and cold/warm compress. Case outcome: improved. No further information was provided.

Manufacturer narrative:
Requested product from consumer, further investigation of product pending return by consumer.